Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - it seems that all the events occur when the patient is at the center: o the above abnormalities are recorded only on the atrial lead and either on the day of implantation (oversensing episodes), or during the first follow-up (oversensing related to mv sensor and atrial lead impedance greater than 3000 ohms. - based on the available information, a relationship with external factors cannot be excluded. In case no specific procedure was performed on those dates, the most likely hypothesis is a lead issue (from competition). - no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the patient with an old vdd cable who had a generator replaced due to battery depletion. An eno dr has been implanted and programmed in vdd mode. The patient comes to the first follow-up (3 months) and it is seen that the device is in mode switch due to regular atrial signals that seem to be electromagnetic interference. However, when we do the atrial sensing test, these signals disappear and we see the real p waves that the patient has.